Event description:
It was reported by the customer that a bd pyxis¿ medbank tower medication was not shown. The customer stated that malfunction caused delay when user was trying to issue medication to patient and user managed to get medications from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item was not showing available to issue. The technical support specialist logged into mql and found that item: venlafaxine had a quantity of 0, while item: xarelto tab had a quantity of 3 (with a required quantity of 2). The tss guided the user through the item addition process, and the user was able to issue item: xarelto to the patient. The system functioned as intended after the technical support specialist troubleshot the device.